Manufacturer narrative:
Based on the information provided on 18-jan-2018, kci is reporting this event due to the patient's report of swelling and skin breakdown, however, as of 17-feb-2018, kci had no indication from the information provided to suggest that the activ.a.c.¿ ion progress¿ remote therapy monitoring system caused or contributed to the swelling and skin breakdown. A review of records provided on 19-jan-2018 exhibited improved wound healing. Kci could not determine that the alleged event was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Based on the additional information obtained on 22-aug-2019, the nurse clarified the skin breakdown was maceration and confirmed the swelling and maceration (skin breakdown) were unrelated to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has deemed this event not reportable based on the information received on 22-aug-2019. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional vac drape, hydrocolloid or other transparent film. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to periwound skin, do not pull or stretch the drape over the foam dressing during drape application. Extra caution should be used for patients with neuropathic etiologies or circulatory compromise.

Event description:
On 18-jan-2018, the following information was reported to kci by the patient : on (B)(6) 2018, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to swelling and skin breakdown. Per review of record provided on 19-jan-2018 the nurse noted on (B)(6) 2018 the patient's wound measurements from the prior assessment on (B)(6) 2017 and the current assessment on (B)(6) 2018 exhibited a significant decrease in the wound's length, width and depth. On 22-aug-2019, the following information was reported to kci by the nurse: the nurse clarified that the skin breakdown was maceration, and confirmed the swelling and maceration/skin breakdown were unrelated to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The nurse reported the events were attributed to abdominal distention also confirmed unrelated to activ.a.c.¿ ion progress¿ remote therapy monitoring system. On 24-nov-2017, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2017, the device was placed with the patient. On 23-mar-2018, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.